Event description:
Additional information from the patient reported they still have a knot in the side of their butt and that hurts sometimes.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. (B)(4).

Event description:
The patient reported that her implant was never effective for her. The patient reported they had wrapped and twisted the cords around in the patient all wrong. The patient did not know if that was the reason she never received therapeutic relief or not. The patient stated she had her device explanted shortly after it was implanted. The patient stated she was not able to contact her managing hcp. The patient would try to follow-up with her primary care hcp. The patient requested MRI guidelines since she has had her device explanted. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from the patient reported that she had to have the device "taken out fast." She wondered if there was "stuff left inside" of her when it was taken out. The patient noted that she was never told about therapy.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3058, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator.

Event description:
A patient reported they were supposed to have an MRI of her back and the healthcare professional (hcp) did an x-ray before during the MRI and said the device was still ¿alive¿ and the patient could not have an MRI. The patient reported they thought the device was removed/disconnected 2 years ago and she was not sure why it was not removed/disconnected. The patient reported the implant never helped her incontinence.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they had women come up from (B)(6) to have the device taken out, but the patient¿s had not been replaced. The patient found out theirs was alive three months ago when they were supposed to have an MRI. It was reported there was a knot there that hurt a lot, and the patient had a massage and could not work for two days. The patient had been taking pills to resolve the incontinence since implant. No further complications were reported/anticipated.